Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The laser power was noted to be lowered and the user let off the foot pedal once the blue pixels were witnessed. The physician performed a biopsy prior to the ablation procedure and flushed the biopsy with a solution. There were no patient complications reported in relation to this event.